Event description:
Rn drawing blood from the white port of the PICC was unable to draw. Removed syringe and noted wire in hub. Two pieces of wire were pulled out of the white port hub; one 1-1/4 inch and one 1/4 inch.